Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's host computer was unable to power on, which can impact system booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system and all the monitors cannot switch on. As part of the troubleshooting, the fse manually powered on the host pc, and the system was activated. Further investigation indicated that the cmos battery at the host pc was causing the problem. The issue was resolved by replacing the cmos battery, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.